Event description:
It was reported possible rotation of zxt225 intraocular lens (iol) after implantation into the patient's operative eye. Through follow-up, additional information was received confirming the iol was explanted due to rotation. Zxt225 iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2022. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.